Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was overheating. Patient involvement unknown.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device had no screws in the board. The board is not all way into the enclosure. Heater 2 connector is not fully inserted into the printed circuit board (pcb). The thermistor was not flush with surface of socket. The microswitch on the pcb is broken off. Return tube cracked. Fluid ingression on pcb. Old style float switch and drain valve not draining. Alarm on air detector dose not sound. Functional testing could not duplicate the reported problem, due to multiple problems with the device. The most probable cause are from multiple other problems found, with the device not circulating, this can cause the device to overheat. Water leaked onto the main pcb board from the cracked return tube. The device had incorrectly assembled thermistors by the customer. No water circulation due to the main pcb board malfunction caused by fluid ingression. What caused these conditions could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Installed new pcb, microswitch with the new pcb and return tube. Re-seating the thermistor. Using new screws for the pcb, re-connected the connector to the pcb, replaced the float switch, drain valve and the control board. Replaced o-rings and fan guard for preventative maintenance (pm). Performed pm. Device passed all functional tests after the completed repairs.